Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported while in use on a patient, the 840 ventilator's upper screen displayed streaks. The patient was not harmed or injured as a result of the event. The service engineer inspected the device and found a defective graphical user interface (gui) central processing unit (cpu) circuit board. The se replaced the gui cpu circuit board and installed the ak software. Performed all specified tests on the device and all tests passed.

Manufacturer narrative:
A graphic user interface (gui) printed circuit board (pcb) was returned to covidien/medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The gui pcb was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause of the reported issue was isolated to a component (video graphics array controller u34) on the xena I pcb. If information is provided in the future, a supplemental report will be issued.